Manufacturer narrative:
(B)(4).

Event description:
Promus element plus. It was further reported that a 3.00 x 20 mm and a 3.50 x 38 mm pe plus stents were placed in an overlapping manner.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01941. It was reported that angina pectoris and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was diagnosed with unstable angina and coronary angiography was performed. The target lesion was an isr of an unknown drug-eluting stent located in the proximal to distal right coronary artery (rca) with 95% stenosis and was 54mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.00x20 mm and 3.50x38 mm promus element¿ plus drug-eluting stents. Following post-dilatation, residual stenosis was 10%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to chest pain and coronary angiography was performed. Coronary angiography revealed a 100% proximal occlusion and multiple stents in the rca were closed. The event was treated medically. The following day, the event was considered resolved and the patient was discharged.